Event description:
The customer reported getting a pads cable failure message during testing with a failed op check. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.